Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008, due to patient allegations of pain, loss of range of motion and elevated metal ion levels. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted that the right hip revision was performed due to pain and bursitis. Operative report further noted the taper adapter could not be disengaged from the trunnion. A portion of the calcar was fractured while removing the stem. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-05089/-05090 & 2014-02282/-02283).